Event description:
It was reported, during an implant procedure, impedance measured 2500 ohms; helix problem. Consequently, this lead was explanted and replaced with a same brand lead without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Visual inspection noted no anomalous conditions in shape or structure. Helix, fully extended, measured .078 within specification. Mechanical inspection revealed helix fully extended and retracted within four turns. Primary analysis findings: no anomalies found, lead functionally normal.